Event description:
A company representative reported that, during implantation of a mojave pl expandable interbody and two mojave pl locking screws, the, "implant continues to advance through its stop upon insertion." The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report captures the mojave pl expandable interbody.

Manufacturer narrative:
A visual inspection was performed and the adjustment hexalobe was found to be deformed and looked stripped indicating excessive torsional force. Additionally, deformation was found on the features around the hexalobe, indicating that the inserter was not fully aligned with the implant. Device history records were reviewed for the corresponding lot and no relevant manufacturing issues were identified. A review of complaint history associated with the subject lot and catalog number was performed and no adverse trends were observed. It was reported that the implant continued to advance through its stop upon insertion. It was further reported that no excessive force was used, the angle was not difficult and another cage was used to successfully to complete the procedure. Based on the deformation found on the implant, the likely cause is misalignment of the inserter and the resulting torsional force causing deformation of the adjustment mechanism.

Event description:
A company representative reported that, during implantation of a mojave pl expandable interbody and two mojave pl locking screws, the, "implant continues to advance through its stop upon insertion." The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report captures the mojave pl expandable interbody.